Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level of the customer was almost 300 mg/dl. The customer was assisted with the troubleshooting. The customer stated that they tried all the remedies but issue did not resolve. The insulin pump will be returned for the analysis.